Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr interlok fem - lt 65 catalog #: 183028, lot #: j6668151; biomet cc I-beam tray 67mm catalog #: 141222, lot #: j6498198. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee revision of the poly which was noted to have some wear medially and had patellar resurfacing due to degenerative joint disease. Attempts have been made, but there is no additional information at this time.